Event description:
The pt was unable to turn his implantable neurostimulator (ins) off. The pt said he didn't think to try using the recharger to turn it off. The next day (saturday), the pt fell down the stairs and landed on his chest. That evening, he felt a shocking sensation at the ins site when he would lie on his back. On saturday, the pt reported that the ins and stimulation were working as intended. Follow-up with the pt's physician was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).